Manufacturer narrative:
The type of device was not specified at the moment the event was reported. The type of device, implant date, lot number, manufacture date, expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that this patient had their previous penile prosthesis replaced with an ambicor penile prosthesis (app) for an unspecified reason. No further information has been reported.